Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the middle button was unresponsive. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed hardware low level failures during self test and pump trace download confirmed hardware low level failures (variable 3),problem isolated to the keypad. Insulin pump passed the displacement test.